Manufacturer narrative:
Attempts were made to obtain additional information; however, no information was able to be obtained. At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a shock impedance of greater than 200 ohms was noted. Troubleshooting options were discussed. The device was reprogrammed to a different shocking vector, and the shock impedance measurements were within a normal range. No adverse patient effects were reported. The device remains in service.